Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The needle of the suture broke at its middle during the first stitch without any difficulty nor obstacle. The needle part was lost in the operating wound. A scopy was required to seek the needle. A dissection was performed to retrieve it from the operating wound. At the end, the needle part was removed successfully. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was additional dissection required in other organs tissues other than the target tissue? No. Was there any adverse consequence associated with the patient? No. Was the needle piece(s) retrieved during the same procedure? Yes, thanks to the use of fluoroscopy. Were x-rays taken to locate the needle piece(s)? Yes. What measures were taken to retrieve the broken piece? Deeper dissection. Was there any additional tissue damage as a result of searching for the needle piece? Yes but not significant. What tissue structure the broken needle was located? In the pectoral muscle. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002: device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.